Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name: ascenda; product ID: 8780 (serial: (B)(6)); product type: 0184-catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving an unknown via an implantable pump. It was reported that the patient's pump was inactive and there was no medication currently associated with it. The caller noted that the patient experienced incontinence and leg immobility since the implant procedure. The patient's catheter was removed on (B)(6) 2025, due to neurological symptoms, and the clinical team planned to reinsert the catheter after completion of a specific MRI study to assess for a possible abscess. The patient was currently unable to lie flat. No further issues were reported at that time.